Event description:
It was reported that when the patient returned to the clinic for initial programming of their implantable neurostimulators (ins), they were found to have symptoms of infection at both cranial sites and thoracic sites. On (B)(6) 2008, the patient had both "electrodes" explanted. The patient outcome was reported as recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387s-40, lot# v099194, explanted: (B)(6) 2008, product type: lead. Concomitant device system: product ID: 3387s-40, lot# v084511, explanted: (B)(6) 2008, product type: lead. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. (B)(4). This device was being used in an (B)(6) clinical trial for dystonia.